Manufacturer narrative:
A siemens healthcare diagnostics fse (field service engineer) was dispatched to the customer site for instrument evaluation. The fse determined that the cause of the discordant aspartate aminotransferase (ast), total protein (tp) and calcium (ca) results were due to a faulty sample 1 (s1) mixer assembly. The fse replaced the s1 mixer assembly and the instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
Discordant aspartate aminotransferase (ast), total protein (tp) and calcium (ca) results were obtained on a dimension vista 1500 instrument for multiple patients. The discordant results were reported to the physicians. The samples were repeated on an alternate instrument and the corrected results were reported to the physicians. There are no reports of patient intervention or adverse health consequences due to the discordant ast, tp and ca results.